Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no telemetry on the mycarelink smart, resulting in the inability to transmit data from a pacemaker. The patient was attempting to send a transmission using an iphone, interference occurred during telemetry transmission, and the progress bar stopped, indicating the transmission did not complete. Had replaced batteries that day, placed a dry washcloth, moved away from electronics to reduce interference, and attempted the transmission again without resolution. No error code was displayed. The patient was referred back to the clinic for in-person device interrogation. It was further reported that the ipg exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.